Event description:
The following has been reported: biomed reported: sept 26 2x pump problems. No patient harm or infusion stoppage. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for a pneumatic issue. An internal inspection of the device was performed to assess any damage to the pump. Damage was found on one of the screw bosses of the pneumatic plate. Damage was also found on the boot of the lever arm. To confirm the customer complaint; the pump was tested with a final acceptance test. The pump was able to pass the test with no errors. After the final acceptance test was performed, a pneumatic valve test was performed to isolate any possible failures. The pump was able to pass the test with no errors. The final test on pump to be performed was a mock infusion with a low flow rate over the span of two hours to see if any alarms could be triggered during this time. No alarms were triggered and the pump completed infusion without error. Log files for the pump were pulled to confirm a pneumatic valve leak error for valve 4.